Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified percutaneous coronary artery. A guide extension catheter was used and preparation was performed with a cutting balloon catheter. Following pre-dilatation, residual stenosis was 50%. A 4.00 x 12mm synergy xd drug eluting stent was advanced for treatment. However, it was noted that the distal strut of the mounted stent was lifted during insertion. The procedure was completed with a different device. No patient complications nor injuries were reported.